Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (160-200 mg/dl). The pump supplies would be changed and correction boluses were delivered to address the bg level. The correction boluses would then have to be continued just to keep the bg at the current high level. The customer was to continue to use the pump for insulin therapy.